Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 284 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that during a load fill tubing, customer did not see the correct amount of insulin come out of the cartridge. Customer changed the cartridge to resolve the issue. Customer is using fiasp insulin. Tandem technical support educated customer on insulin labeling. The customer's blood glucose level was 387 mg/dl.